Event description:
It was reported that after use in the sfa, the pta balloon would not deflate. Reportedly, the physician ruptured the balloon with the end of the sheath to deflate the balloon. The balloon was removed in its entirety through the sheath without incident. Another pta balloon dilatation catheter was used to complete the procedure. No pt injury.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.